Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after 10 minutes of starting dialysis treatment with a polyflux 140h, the patient experienced nausea, abdominal pain and cold sweating. Medical intervention consisted of dexamethasone 5mg intravenous injection and 50% glucose 20ml intravenous. The patient's symptoms gradually relieved. The treatment was discontinued and the dialyzer was replaced. No additional information is available.